Event description:
It was reported that the impactor device stopped functioning during broaching of the femoral canal. After inspecting for problems, replacing battery, and checking lubrication, the impactor device continued to not work; resulting in the physician transitioning to manual broaching for the remainder of the case. The impactor device was removed from the sterile field, inspected by sterile processing (spd) and then reprocessed for the third case after no obvious issues were found. It was reported that during the third case it was observed that the impactor device lost power/function during impaction. It was reported that the temperature of the impactor was checked upon introducing to the sterile field at 74 degrees and batteries were fully charged. It was reported that there was a delay of less than two minutes in the procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: the device serial/lot number is currently unknown. Therefore, the device UDI is currently unknown. H4: the device manufacture date is currently unavailable. E1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.